Event description:
Additional information has been requested and received stating there was no need to explant the lens. It was further clarified that there was a scratch on the lens.

Manufacturer narrative:
The lens remains implanted. A photo was provided of an eye. Only the very edge of the lens was visible. The optic was scraped on the edge. A non-qualified cartridge was indicated with a qualified handpiece and viscoelastic. The lens model is only qualified for use with the company specified cartridges. Based on review of the provide photo, the optic edge was scraped. The root cause for the damage appears to be related to a failure to follow the instructions for use (IFU). The lens model is only qualified for use with the company specified cartridges. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation a mark on the lens was noticed after implanting into the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).